Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the roller pump motor was not functional. The user also observed a "pump jam" error message. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.